Event description:
It was reported that customer received excessive no delivery alarms. Customer received 15 no delivery alarms within two weeks. Customer's blood glucose was 5.3 mmol/l. Customer was wearing an infusion set that was working. Customer was advised to call when issue was occurring in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.